Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u33.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently detecting a connection through the defibrillation therapy cable assembly. Without the recognition of this connection, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.